Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and perforation ("perforation") in a 41-year-old female patient who had essure (batch no. 787224) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included obesity and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced dysmenorrhoea ("painful heavy prolonged periods / dysmenorrhea (cramping)"). In 2012, the patient experienced menorrhagia ("painful heavy prolonged periods / clotting / abnormal bledding (menorrhagia)") and vaginal haemorrhage ("abnormal bledding (vaginal)"). In 2013, the patient experienced major depression ("major depressive disorder") and anxiety ("anxiety"). In 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), teeth brittle ("they feel fragile"), gingival disorder ("gums were receeding") and abdominal pain lower ("pain lower abdomen and left side"). In 2016, the patient experienced constipation ("constipation"). In (B)(6) 2017, the patient experienced hypoaesthesia ("numbness in the fingers"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), pelvic pain ("pelvic pain / pain"), loss of libido ("hormonal changes describe: no sex drive"), mood swings ("mood swings"), night sweats ("night sweats"), arthritis ("arthritis in fingers and knees"), dyspepsia ("heart burn") and feeling abnormal ("felt uneasy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, dysmenorrhoea, amnesia, fatigue, dyspareunia, pelvic pain, loss of libido, mood swings, night sweats, migraine, weight increased, dyspepsia, constipation, alopecia, feeling abnormal, anxiety, hypoaesthesia, teeth brittle, gingival disorder and abdominal pain lower outcome was unknown, the menorrhagia, arthritis, headache and vaginal haemorrhage had resolved and the major depression was resolving. The reporter considered abdominal pain lower, alopecia, amnesia, anxiety, arthritis, constipation, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gingival disorder, headache, hypoaesthesia, loss of libido, major depression, menorrhagia, migraine, mood swings, night sweats, pelvic pain, perforation, teeth brittle, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and perforation ("perforation") in a 41-year-old female patient who had essure (batch no. 787224) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced dysmenorrhoea ("painful heavy prolonged periods / dysmenorrhea (cramping)"). In 2012, the patient experienced menorrhagia ("painful heavy prolonged periods / clotting / abnormal bledding (menorrhagia)") and vaginal haemorrhage ("abnormal bledding (vaginal)"). In 2013, the patient experienced depression ("major depressive disorder") and anxiety ("anxiety"). In 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), teeth brittle ("they feel fragile"), gingival disorder ("gums were receeding") and abdominal pain lower ("pain lower abdomen and left side"). In 2016, the patient experienced constipation ("constipation"). In (B)(6) 2017, the patient experienced hypoaesthesia ("numbness in the fingers"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), pelvic pain ("pelvic pain / pain"), loss of libido ("hormonal changes describe: no sex drive"), mood swings ("mood swings"), night sweats ("night sweats"), arthritis ("arthritis in fingers and knees"), dyspepsia ("heart burn") and feeling abnormal ("felt uneasy"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, dysmenorrhoea, amnesia, fatigue, dyspareunia, pelvic pain, loss of libido, mood swings, night sweats, migraine, weight increased, dyspepsia, constipation, alopecia, feeling abnormal, anxiety, hypoaesthesia, teeth brittle, gingival disorder and abdominal pain lower outcome was unknown, the menorrhagia, arthritis, headache and vaginal haemorrhage had resolved and the depression was resolving. The reporter considered abdominal pain lower, alopecia, amnesia, anxiety, arthritis, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gingival disorder, headache, hypoaesthesia, loss of libido, menorrhagia, migraine, mood swings, night sweats, pelvic pain, perforation, teeth brittle, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jun-2018: events- "hormonal changes describe: no sex drive, mood swings, night sweats,major depressive disorder, arthritis in fingers and knees, migraines, headaches,weight gain, heart burn, constipation, hair loss, abnormal bledding (vaginal), felt uneasy, anxiety, numbness in the fingers, they feel fragile, gums were receeding, pain lower abdomen and left side, she did not undergo essure confirmation test", lot number added from pfs. Concomittant condition added frm medical record. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in a 41-year-old female patient who had essure (batch no. 787224) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included blood pressure high since 2012, iron deficiency since 2012, obesity and paratubal cyst. Concomitant products included aripiprazole (abilify) since 2014, duloxetine hydrochloride (cymbalta) since 2014, hydrochlorothiazide from 2012 to 2017, hydrochlorothiazide; triamterene (maxzide) since 2013, paroxetine hydrochloride (paxil) since 2016 and zolpidem tartrate (ambien) from 2012 to 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced dysmenorrhoea ("painful heavy prolonged periods / dysmenorrhea (cramping)"). In 2012, the patient experienced menorrhagia ("painful heavy prolonged periods / clotting / abnormal bledding (menorrhagia)") and vaginal haemorrhage ("abnormal bledding (vaginal)"). In 2013, the patient experienced major depression ("major depressive disorder") and anxiety ("anxiety"). In 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), teeth brittle ("they feel fragile"), gingival disorder ("gums were receeding") and abdominal pain lower ("pain lower abdomen and left side") and was found to have weight increased ("weight gain"). In 2016, the patient experienced constipation ("constipation"). In (B)(6) 2017, the patient experienced hypoaesthesia ("numbness in the fingers"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), pelvic pain ("pelvic pain / pain"), loss of libido ("hormonal changes describe: no sex drive"), mood swings ("mood swings"), night sweats ("night sweats"), arthritis ("arthritis in fingers and knees"), dyspepsia ("heart burn"), feeling abnormal ("felt uneasy") and stress ("stressed"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, dysmenorrhoea, amnesia, fatigue, dyspareunia, pelvic pain, loss of libido, mood swings, night sweats, migraine, weight increased, dyspepsia, constipation, alopecia, feeling abnormal, anxiety, hypoaesthesia, teeth brittle, gingival disorder, abdominal pain lower and stress outcome was unknown, the menorrhagia, arthritis, headache and vaginal haemorrhage had resolved and the major depression was resolving. The reporter considered abdominal pain lower, alopecia, amnesia, anxiety, arthritis, constipation, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gingival disorder, headache, hypoaesthesia, loss of libido, major depression, menorrhagia, migraine, mood swings, night sweats, pelvic pain, perforation, stress, teeth brittle, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media:stress quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-oct-2019: pfs & social media received. New reporter's was added. Added event from facebook stress. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues"), dysmenorrhoea ("painful heavy prolonged periods"), menorrhagia ("painful heavy prolonged periods / clotting"), amnesia ("memory loss"), fatigue ("fatigue"), dyspareunia ("painful intercourse") and pelvic pain ("pelvic pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, tooth disorder, dysmenorrhoea, menorrhagia, amnesia, fatigue, dyspareunia and pelvic pain outcome was unknown. The reporter considered amnesia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, perforation and tooth disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that adevice-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.